Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion due to degenerative scoliosis. Intra-op, while introducing the cage with the help of the cage's hammer and key, the cage cracked. The procedure was completed successfully by inserting a new cage. No fragment of the cracked cage remained inside the patient. No patient complications were reported.